Event description:
No additional information received.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Updated sections: b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h10. The device history record for zimmer skin graft mesher serial number (b)(4 were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(4) prior to 23 october 2018, the device was noted to have not been previously repaired. The reported event was confirmed by the service technician who performed the evaluation and repaired. Evaluation of the mesher on 16 february 2019 found that the inner gear on the handle had burred causing the handle to not fit on the bottom roller of the mesher. Upon further evaluation, the technician found that the left side plate and the bottom roller were worn. Evaluation of the 1.5 cutter noted that it did not produce an acceptable mesh. Repair of the device on 4 march 2019 involved replacing the inner gear on the handle, the left side plate, and the bottom roller. The technician then tested and verified that the mesher was functioning as intended. The mesher and the 1.5 cutter were then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that there was a damaged gear within the ratchet handle, which would prevent the handle from connecting to the roller as intended, it cannot be determined from the information provided as to what caused the damage to the gear. Therefore, a specific root cause of the reported issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Foreign - (B)(6). (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the mesher handle was not working. The event occurred before surgery. Subsequently, this did not caused patient harm and there was no delay. No adverse events were reported as a result of this malfunction.